Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4). D4, h4 : the device serial number, and date of manufacture were documented as unknown in the initial report. The serial number, and date of manufacture have all been updated accordingly. The UDI has also been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: battery handpiece device, adaptor device (29mar2023) d4: UDI: lot/serial unknown. (B)(4) h4 device manufacture date: the device manufacture date is unavailable. E1: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during a surgical procedure for a humeral shaft fracture using a multi lock long nail it was observed that the drill tip of the radiolucent drive became stuck when used with the radiolucent device for distal locking. It was reported that despite this, the radiolucent drive device began to rotate, and the drill tip fell into the ¿filthy¿ field. It was reported that when the drill tip became stuck, the surgeon's hand that was holding the instrument was released, causing the radiolucent drive device to rotate at a high speed. It was reported that the centrifugal force released the locking mechanism of the drill tip, causing the drill tip to fly toward a caregiver with considerable force. It was reported that there was no contact with the caregiver. It was reported that the drilling was completed by freehand, and the surgery was completed successfully without any surgical delay. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the radiolucent drive device, and the reported condition was not confirmed. The device was visually inspected as received and it was found that the device failed visual inspection. The device was received with a worn-out housing. The device passed all functional tests. Based on the reported event the complaint is not related to the device but to the user not following the instructions for use (IFU) and most probably the duty cycle defined in the IFU. It was determined that the most probable cause for the found defect is normal wear for the worn-out housing. The cause for the reported event of unintended/unexpected disengagement was improper handling by the user. A review of the device history was performed and no non-conformances were detected related to the reported condition.